Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a kinked infusion set cannula event, which led to high blood glucose levels on (B)(6) 2024. The infusion set had been in use for three hours, and the infusion site was the upper buttocks. No further information is available.